Event description:
To summarize this event, the 25mm amplatzer cribriform occluder (aco) was positioned in a pfo and the right atrial (ra) disc was noted to be 'ballooned' in appearance. The device would not reform despite several attempts. The device was removed and the ra disc was confirmed to be distorted and ballooned in appearance. Another 25mm aco was implanted.

Manufacturer narrative:
Although this is not a reportable event, aga medical is submitting this report since a voluntary report ((B)(4)) was submitted by the hospital. The 25mm aco was received at aga medical in its original configuration. The device was decontaminated, measured, and confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. Using a test delivery system, the device was retracted into the loader and upon deployment, the device deployed without any deformities. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. According to the amplatzer cribriform occluder instructions for use, the warnings section lists the following statement: do not release the amplatzer cribriform occluder from the delivery cable if the device does not conform to its original configuration or if the device position is unstable. Recapture the device and redeploy. If still unsatisfactory, recapture the device and replace with a new device. Our investigation was unable to reproduce and confirm the performance described. We have logged this event in our complaint handling system, and will continue to monitor overall product performance to identify any patterns in field events.